Event description:
A report was received that the patient has passed away within two weeks of the implant procedure. The date and cause of the event have not been released. It is unknown if the event was due to the device.

Event description:
A report was received that the patient has passed away within two weeks of the implant procedure. The date and cause of the event have not been released. It is unknown if the event was due to the device.

Event description:
A report was received that the patient has passed away within two weeks of the implant procedure. The date and cause of the event have not been released. It is unknown if the event was due to the device.

Manufacturer narrative:
Additional information was received that the patient's death was due to a heart attack. The physician believes the death may be potentially related to the implant procedure. The physician stated that if a death occurs within thirty days of a surgical procedure, partial relatedness is assumed as a part of standard procedure. There were no complications with the implant procedure. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2218-50, serial/lot #: (B)(4), description: linear st¿ lead, 50cm. Model #: sc-2218-50, serial/lot #: (B)(4), description: linear st¿ lead, 50cm. Model #: sc-4316, serial/lot #: (B)(4), description: next generation anchor kit-sterile.